Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported experiencing a shocking sensation from the stimulator when rolling onto their side. They stated the sensation was not painful, but it wakes them up. Patient added that they sometimes position their body in unusual ways to relieve back pain and also mentioned difficulty lying flat. Patient stated that the stimulator provides significant relief in their lower back. However, they reported new discomfort in the upper back and expressed that they would not consider another surgery for stimulation in that area, citing the prior surgical experience as too painful. Pt stated that this issue started a long time ago and they had already discussed this with their physician, who explained that certain positions may pinch the leads, resulting in the shocks.